Event description:
Technician reported that during treatment with a meridian hemodialysis device, excessive foam/air bubbles were observed past the air detection line clamp with no device alarm. A nurse noticed the foam and clamped the patient line. The arterial and venous drip chambers were reported to have sufficient amount of blood in them to prevent air embolus. There was no chest pain or signs of any air embolus. Patient had no discomfort other than slight weakness. Blood circuit was not returned to patient. Patient was administered 300cc of normal saline. There was no patient injury or medical intervention associated with this incident.